Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure three in. Pact admiral balloons were used to treat the left superficial femoral proximal, superficial femoral middle, superficial femoral distal. Approximately 25 months post procedure patient suffered high grade stenosis of common femoral artery(cfa), profunda femoris artery(pfa), distal superficial femoral artery(sfa) and popliteal p3 left (target limb). Treatment of cfa and pfa, as well as angioplasty of distal sfa and popliteal left during surgery intervention. Patient recovered.